Event description:
It has been reported to philips that there was a problem with the footswitch. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The diagnosis procedure was completed using the hand switch. The field service engineer (fse) went onsite and confirmed that the wired footswitch didn¿t work. Upon troubleshooting fse measured the cable plug and replaced the foot switch. After replacement, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using handswitch. Additionally, the handswitch is a mandatory in mos item, while the foot switch is optional. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.